Manufacturer narrative:
The investigation for the reported product damage (cannula kink) issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause of the product damage (cannula kink) issue was most likely use related since the pump accidentally pulled out of the left ventricle (lv) during delivery and resulted in pigtail kink. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported the pump failed advance over the 0.018" guidewire during delivery. A kink was noted in the pigtail. A new pump was used with no harm to the patient reported.